Event description:
Went to set up transport crossvent ventilator, ventilator would not cycle. Troubleshot by two transport rns, would not work. Transport isolettes swapped and babe transported safely on hamilton ventilator. After or completed and baby transported safely, ventilator tubing switched out and ventilator then worked. First ventilator tubing determined defective.